Manufacturer narrative:
Manufacturing site: (B)(4). An elongated coil fragment with the concomitant snare was returned for evaluation. The coil fragment had two fracture ends. Both fracture ends showed necking, a characteristic of fracture caused by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that tensile stress generated with wire removal had most likely contributed to the reported wire separation. The applied tensile stress could exceed the product's design limit when such stress was applied while the guide wire was being trapped in the severely calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi halberd guide wire was used in a plain old balloon angioplasty to treat a severely calcified 75-90% occlusion in the unspecified peripheral artery. During use, the tip of the guide wire got stuck in the occlusion. When an attempt was made to remove the stuck guide wire, the tip broke off and remained in the artery. Snaring of the separated tip was unsuccessful. There were no adverse patient sequelae.